Event description:
The iab leaked. This was the only info at the time of the report. On 1/7/98, the following was reported to datascope: the pump alarmed gas loss and blood was noted in the tubing. There was no pt injury or complications resulting from the event. [Event complications]: none from the event-reported 11/21/97 and 1/7/98. [Pt's current status]: unk-11/2197,1/7/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.